Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 19 may 2024, it was reported that infusion set cannula was kinked. The symptoms were noticed 3 or more hours after insertion and the set was inserted on abdomen. It led to high blood glucose and the patient was treated with correction bolus via pump and the patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.